Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient is experiencing pain, difficulty walking, elevated chromium blood levels, wage loss, medical expenses, and risk of future injury and harm. Update: (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain and elevated metal ion levels. The femoral head is now being added to the complaint. This complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2014 - medical records received. Patient revised to address adverse local tissue reaction. Upon revision, bone loss from metal on metal reaction, and evidence of corrosion onto the trunnion were noted. The stem was cleaned, and a ceramic head was impacted onto it. The sleeve is being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.